Manufacturer narrative:
Device repairs for implementation of (B)(4).

Event description:
The customer originally indicated that there was a problem encountered after an upgrade however data from the philips field service engineer (fse) supports that no problem after the upgrade was found; the issue was a reboot issue occurring after (B)(6) 2018. Per the fse, no other problem was identified. There was no patient incident.